Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding the sternal zipfix application instrument. During a procedure, the final sternal zipfix being implanted could not be tensioned fully with the application instrument. There was a gap of approximately 1mm in the sternum. Consequently, all the zipfix devices were removed and the closure was completed with wires. It was reported that the surgery proceeded to completion, smoothly, without further incident.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
(B)(4): manufacturing documents were reviewed and no complaint related issues were found.note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.